Event description:
Pda occlusion was attempted using a 7x6mm nit-occlud coil. However, during deployment, the coil was pulled through the pda into the mpa (main pulmonary artery). An attempt was made to retrieve the device into the delivery catheter, but during the attempt to withdraw the coil back into the delivery catheter, the cable prematurely separated from the device. The pa (pulmonary artery) end of the coil remained within the delivery catheter while the aortic end coiled freely in the pa. The catheter and partially extruded device was pulled to the rvot (right ventricular outflow track). A new 7fr sheath was placed in the lfv (left femoral vein) and the coil was snared in the rv (right ventricle) using a 10mm snare, but during withdrawal across the tricuspid valve, the coil became entangled in the tricuspid valve apparatus. Attempts were made using a variety of catheters and snare techniques from the other femoral vein as well as from the mpa via the dao (descending aorta) and pda to snare the coil from an additional point in order to straighten it out and remove it, but this proved difficult. Ultimately, a combination of two snares, one from the aorta placed in a retrograde fashion into the rvot via the pda and one from the lfv long sheath, the dually snared coil was partially pulled apart to straighten out the coil across the tricuspid valve. This allowed the lfv long sheath to be pushed over the coil across the tricuspid valve, thereby freeing the entangled coil to recapture the coil. The coil was released from the retrograde snare and pulled through the lfv sheath and out of the body. After the case, tte (transthoracic echo) was used to re-interrogate the tricuspid valve, which was undamaged and had only trivial tr (tricuspid regurg).